Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. The pump failed the downstream occlusion test per the spectrum preventive maintenance procedure on the lower pressure setting. This condition could not be reproduced, but was confirmed through evaluation. The downstream sensor current readings were observed to be out of specification. Additionally the downstream pressure plate gap measurement was found to be below specification. As a result, the downstream tubing guide has been replaced.

Event description:
During baxter's functional testing a pump did not pass the downstream occlusion test. There was no pt involvement as this occurred during testing.